Manufacturer narrative:
Siemens filed the initial MDR 1219913-2017-00240 on december 7, 2017. 12/19/2017 additional information: the total hcg reagent pack was inspected and some abnormal settling of the paramagnetic particles was observed. The cause could not be confirmed. Based on troubleshooting, it was likely an isolated shipping issue from a specific shipment that impacted the total hcg reagent pack at this customer site. Sample handling issues have also been identified and addressed at the customer site. Total hcg performance has been monitored at the customer site and is acceptable. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
Particles were observed under the kit by the customer. A new reagent was ordered. The sample tubes are not let to stand for 30 minutes before centrifuge. The quality control (qc) was acceptable at the time of the run. The patient sample was recentrifuged prior to repeat testing. The customer loaded a fresh pack of reagent and inspected for particles. No other issues were observed. The cause for the discordant total hcg results is unknown. Siemens healthcare diagnostics is investigating. The IFU states in the limitations section: "all in vitro assays can generate erroneous results, both clinically false positive results (test results suggesting a condition that is absent) and clinically false negative results (test results failing to identify a condition that is present). If an aberrant or abnormal result, as defined by the laboratory protocol, occurs, laboratory personnel should first make certain that the system is performing and is operated and maintained in accordance with the product labeling. The user should then follow the laboratory protocol for advising the clinician of a result that appears to have deviated from the norms established by the laboratory. Test results alone are not diagnoses of medical conditions. For example, low titer elevations of hcg can occur in normal non-pregnant subjects. A physician's diagnosis involves evaluation of the test result in conjunction with, and in the context of, the patient's medical history, physical examination, and other test results - sometimes in consultation with other medical experts."

Event description:
A false high advia centaur cp total hcg result was obtained for a patient sample. The result was reported to the physician and questioned. The patient sample was repeated and the result was negative. A corrected report was issued. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant total hcg result.